Event description:
It was reported that fan noise was excessive, and there was an issue with overheating. No further details were available regarding the overheating. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the fan noise was excessive, as a result the fan was replaced. It was also noted that the latch tabs were bent on the power cord door, the stylus was out of calibration, and the bezel was very worn. It was unable to be confirmed that there was an issue with overheating, programmer was left on overnight with no overheat message. (B)(4).